Manufacturer narrative:
(B)(4). Potential lot numbers reported: 049167, 649157, 527157. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. Based on the lots (049167, 649157 & 527157) provided for which the DHR resides at (B)(4)facility, the (B)(4) lot numbers for the components mp-0321 & tfx-001411 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded components involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file #(B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by r & d). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the clear plastic adaptor does not fit properly to the flow meter. The thread inside is easily defective.